Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with elecsys shbg and the elecsys prolactin assay on a cobas 8000 e 801 module. Samples tested with the shbg assay will initially recover values of < 2 nmol/l and upon repeat, sample results will be normal (28 nmol/l, 19 nmol/l, or 35 nmol/l for example). Samples tested with the prolactin assay will initially recover values of < 1 ng/ml and upon repeat, sample results will be normal (14 ng/ml or 10 ng/ml for example). Specific data was provided for one patient sample with discrepant prolactin results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a prolactin value of < 0.0940 ng/ml accompanied by a data flag. When repeated, the sample resulted in a value of 35.6 ng/ml. The repeat value was deemed to be correct. The prolactin reagent lot number was 482648, with an expiration date of november 2021.

Manufacturer narrative:
The field service engineer determined there was a reagent tubing leak. The reagent probe fluidic lines were replaced. The last shbg calibration performed on (B)(6) 2021 was ok and there were no alarms. The last prolactin calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, sample clot detection errors and sample short errors were observed. This is an indication of possible poor sample quality. The investigation determined the service actions resolved the issue.